Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 520 mg/dl; cause was unknown. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.